Event description:
The customer reported via phone call that the insulin pump had a cracked battery cap. The cracked battery cap caused the insulin pump to turn off automatically. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Also received with broken off battery cap, minor scratched display window, and cracked case at display window corners.